Event description:
CT received dialysis treatment. After on machine approx 1-2 mins, after 2000 units heparin bolus, became nauseated, clammy, complained of flashes of light in eyes and chest discomfort. The machine had been through 30 min recirculation and checked clear of renalin. Immediately taken off machine and symptoms did start to subside. CT again started on machine and symptoms started to re-occur. Vital signs were stable. Single use dialyzer used. Total dose of heparin used was 3700 units. Dose of amount: 2000 units; frequency: x1. Dates of use: 2007 - 2008. Diagnosis or reason for use: hemodialysis. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.